Event description:
The customer stated, he was hospitalized for low blood glucose levels. The customer stated, she was taken to the hospital via the paramedics. The last infusion set change was three days, prior to the hospitalization. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.